Event description:
A malfunction alarm occurred with the pump, identified by malf 16, though no notable events preceded the issue. There was no reported adverse impact to customer's blood glucose. The customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.